Manufacturer narrative:
Facility experienced an event with your endopath dispsable surgical trocar while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971867. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition n/a, desufflation lever condition conform, inner gasket condition not conform, latch condition n/a, obturator condition n/a, outer gasket condtion conform, reset button condtion n/a, sleeve condtion conform, stopcock condtion opened, trocar condition n/a. Functional tests & results: does safety shield retract n/a, flapper door functional conform, lockout functional n/a. Analysis conclusion: based on the visual examination, it was confirmed that the inner gasket was dislodged from it's original postion. No conclusion could be reached as to how this occurred. Co reviews each incident as it occurs in a effort to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy, the o-ring broke off of the flapper valve and fell into the abdomen of the pt. The 0-ring were retrieved and a second trocar was opened to complete the case. No consequence to the pt. Instrument from ftr32 tray, lot number k4671k.